Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the system stopped working. It was detailed that the tips were not even, and tubing was uncomfortable. All the components were removed and replaced. No patient complications were reported.